Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers were received. They allege that patient had toxic levels of cobalt and chromium in his body. The complaint was reopened to add the metal liner and femoral head. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of loosening of the femoral stem. Update: 3/22/2012 - litigation papers were received. They allege that patient had toxic levels of cobalt and chromium in his body. The complaint was reopened to add the metal liner and femoral head.